Event description:
The pt contacted lfs alleging a low battery symbol on her one touch ultra mini meter in 2009. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent the pt a letter to have the pt contact mss to obtain further clinical info. The pt mentioned that since she has been unable to test her blood glucose since that day, and she has reportedly developed symptoms after the product issue, which consist of frequent urination and a yeast infection. Pt has been taking her usual dosage of insulin and has not adjusted her medication. Pt has made an appointment with her physician to see her physician three days later. The pt has not changed the battery per the owner's booklet. The meter is not a new product (out of box). The meter was not replaced, since the pt just needed a battery. There is also no evidence that the meter malfunctioned since the pt had not changed the battery per the owner's booklet. The complaint is being reported since the pt exhibited symptoms (frequent urination) suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.